Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the tip of the capio was missing when it was retracted and further investigation showed that it was broken off. They did an x-ray and they were unable to see it and unable to retrieve it. The tip was left inside the patient. The patient is still in the hospital. The initial reporter mentioned that she did not see any adverse effect at this time.